Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient specific information not available for reporting ¿ patient reported as patient 3 of 4. Event date: unknown. This report is for one unknown lateral femoral nail. Part and lot numbers were not provided by the reporter. Implant/explant date: unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). The 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent revision surgery on an unknown date after it was determined that the implanted recon locking screws had missed the nail. Specifically, the screws were not implanted through the screw hole; the screws were implanted next to the nail. The error was determined post-operatively, during a follow-up review. Upon the realization of this error the revision surgery was performed. This report is for one unknown lateral femoral nail. This report is 4 of 5 for (B)(4).